Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator, handpiece, and foot pedal. It was reported the during a central airway case there was an airway fire. The corecath tool was taken out and the fire was distinguished by pouring cold saline down the airway. The patient was currently being monitored. It was noted the corecath was discarded. It was noted there was a serious injury. Additional information from the healthcare professional via the manufacturer representative (rep) reported the patient did not experience any symptoms as a result of the event. The rep noted the "fire" was more a flash that was likely due to excess oxygen in the airway. The rep noted the patient was doing well. Additional information from the healthcare professional (hcp) via the manufacture representative (rep) reported the patient had burns, not fatal, and the burns were very superficial, this contradicts information that was previously reported that the patient had no injuries. The rep noted the interventions taken saline was flushed down the scope to treat the injuries. It was noted the patient was doing well as september 19th. The rep noted the cause of the fire was a high fi02 in a tracheal pocket that was a stump. The rep continued that right before the fire, the fi02 was at 100, but then was turned down. It was noted the patient had a tracheal stump and they believed the stump still contained a pocket where fi02 still maintained 100. It was noted the issue was not related to the generator or footswitch. It was noted the case was aborted. The rep stated the information was confirmed with the account/physician.